Manufacturer narrative:
Batch review performed on july 17, 2015. Lot 151244: (B)(4) items manufactured and released on march 24, 2015. No anomalies found. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. Preliminary investigations made by (B)(4) on june 26, 2015. Excessive force or a not correct position during impactation could have caused the breakage of the gmk sphere trial femur size 5. A second cause of breakage could be an over tight between the trial component and the standard femoral impactor used to fix, hold and impact the trial femur. Visual inspection on the retrieved item made by (B)(4) on july 01, 2015: from visual inspection on anomalies have been noted in the broken section of the component. No superficial defects detected. Looking at the "scratches" on the lateral internal pockets of the component, it seems that it has been impacted by the means of the standard femoral impactor. The breakage could be caused by one or both of these 2 causes: an over tight between the trial component and the femoral impactor. The over tight can cause an excessive pre-tensioning of the component with a consequent breakage during impactation. A not correct position of the component on the bone during impactation.

Event description:
(B)(4).

Manufacturer narrative:
On 15 september 2015 it was prepared a final report with the information already submitted in the initial report. On 16 september 2015 the report was sent to the initial reporter and the case was closed.